Event description:
The reporter indicated that the surgeon implanted a 13.2mm vticm5_13.2; -10.00/4.0/089 (sphere/cylinder/axis) implantable collamer lens into the patient's left eye (os) on (B)(6) 2021; as a replacement lens to a previous lens implanted upside down issue. It was noted the patient now experiences severe corneal edema. The problem is not resolved. Lens remains implanted.

Manufacturer narrative:
PMA/510(k): this product is manufactured in the u.s. But not marketed in the u.s. Type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Manufacturer narrative:
D4: unique identifier (UDI) # (B)(4) should be removed from initial MDR. Claim #(B)(4).

Manufacturer narrative:
B5- " reportedly, 'os had severe corneal odema but has settled with satisfactory outcome in both eye.' The problem was resolved." Should be added to the initial MDR. Claim #(B)(4).